Event description:
A pharmacist called on behalf of the customer. The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the pharmacy since they replaced the customer's test strips.